Event description:
Alleged the left siderail could not be latched because the end tube with the latch assembly was bent.

Manufacturer narrative:
The technician replaced the bent end tube to repair the stretcher.